Manufacturer narrative:
Additional information from section e phone number: (B)(6). Additional information from section d4 primary unique device identification (UDI) number: (B)(4). The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Event description:
As per the report received from italy, edwards received notification of an evoque procedure. The patient experienced conduction disturbances. Following the index procedure, in the recovery room (pod 0), telemetry showed evidence of a transient left bundle branch block. Subsequently, once admitted to the ward (pod 0), an ECG revealed first-degree atrioventricular block. On pod 4, the patient developed progressive prolongation of the pq interval with episodes of second-degree (mobitz I) atrioventricular block and was admitted to the ICU for monitoring. The conduction disturbance progressed to a complete heart block, requiring implantation of a permanent pacemaker on pod 7. At discharge, the ECG showed sinus rhythm with first-degree atrioventricular block.